Event description:
Spontaneous call from pt to report pump malfunction. It did occur while in use. Sn (B)(4). It is coming up no disposable, pump won't run. She and her husband have tried reattaching the cassette. Checked the tubing, made sure it was aligned and it will not run. Her other pump malfunctioned earlier. She switched to a new cassette and is working now. She is aware if it alarms again to go to the hosp. Pump is being replaced and a return box sent. Inbound call from cnss (B)(6); stating cadd legacy pump sn (B)(4) due 04/17/2020 has error message. Suspects pump got wet. No adverse event as result. Pt using back up pump. Shipping replacement and return box for early am delivery. No further info. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; the actual device available to be returned. Did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.